Manufacturer narrative:
Device evaluated by MFR: as per precheck found that collet overheat. One minute temperature: point 1: 162f; point 2: 103f; point 3: 90f. Failure analysis found the device too dirty and bearing of the collet corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device overheat during setup. No patient involvement and no injury.